Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned having low blood sugars customer stating she changed her diet causing her to go low. The customer declined to troubleshoot the low blood sugars and decided to use the transmitter to help with low reading warning and noticed the transmitter not working. The customer mentioned not sure what her blood glucose was in the 20s mg/dl range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer clarifies that their blood glucose level went up to 426 mg/dl.